Event description:
The facility representative reported a infusor pump with a condition of "lcd (light-emitting diodes" problems. There was no patient injury or medical intervention necessary according to the hospital representative. During the product evaluation at baxter it was discovered that a constant alarm occurred after the device started to run. No additional information is available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause has been determined to be a broken reed switch. The reed switch has been replaced.

Manufacturer narrative:
(B)(4). The alert and occurrence dates in the initial medwatch report are inaccurate. The accurate date for both the alert and occurrence dates is (B)(6) 2010.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.